Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3889-28, lot# v046972, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that part of the lead was eroding through the patient's skin. The non-removal surgery physician noticed this when the patient was seen. They were not sure if it was the lead or extension. The hcp tried to remove the wire in office, but was not able to. It was noted that there was only partial removal. The hcp started the patient on antibiotics and had her get a CT scan. The issue was not resolved. The rep later reported that the cause of the erosion was unknown. It was unknown if any further action was taken as well. The patient's indication(s) for use were urinary dysfunction and sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.